Event description:
A malfunction alarm with code malf 24 was reported, and it was confirmed that the customer¿s blood glucose level was not adversely impacted. Customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy and was informed that they would receive a replacement pump pre-loaded with updated software. Customer was instructed on how to put the malfunctioning pump into storage mode and to return it using a pre-paid label within 10 days to avoid charges. Technical support also confirmed the shipping address and explained that the customer would need to program their settings and connect their continuous glucose monitor (cgm) to the new pump. Customer acknowledged all instructions and resolutions, including the shipment of a replacement pump.